Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for the right atrial lead revision due to high right atrial (ra) threshold. The patient is not a pacemaker dependent. When x-ray was performed, no visible dislodgement was noted. On (B)(6) 2019, the lead was repositioned successfully in the right atrium with satisfactory measurements. Patient was stable.